Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel.

Event description:
It was reported that prior to implant, the right ventricular lead helix was exercised on the table and would not extend after about 20 turns. The lead was not used and was replaced. No patient complications have been reported as a result of this event.